Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's representative reported left side "capsular contracture - baker grade iii". Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Brown particles observed on the device. No further actions are required as the device was implanted."

Event description:
Patient's representative reported "capsular contracture - baker grade iii". Device has been explanted. This relates to the left side.